Manufacturer narrative:
Address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. It was reported that the patient was transferred to a hospital for emergency treatment (dose, route and frequency were not reported) but it was not reported if the patient was hospitalized. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.